Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Pseudoaneurysm are complications which may be related to the endovascular procedure or the vascular closure procedure. Surgery was successfully applied post procedure to repair the pseudoaneurysm. The reported issues were not related to device malfunction, but was the result of an endovascular procedure.

Event description:
The vascade mvp device was selected for closure and inserted into the 6f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. Final hemostasis was achieved with the device. At some point later the patient was diagnosed with a pseudoaneurysm which required surgery to correct. The surgery was successful and no further injury or complications noted.